Event description:
The customer obtained results 54 mg/dl and 122 mg/dl within 10 minutes on the accu-chek advantage system. The customer drank coffee and ate oatmeal after the results. No adverse event reported. New system sent to customer and return requested.